Event description:
It was reported that a pericardial effusion and a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned. The physician implanted a 30mm device; however it was positioned too proximal in the appendage and a full recapture was performed. A thorough effusion sweep was completed and no effusion was noted. The physician reverted into the appendage with a pigtail and sheath but experienced an increased difficulty manipulating the sheath due to a kink. The physician proceeded to place a new sheath and pigtail in the laa and noted an increased effort to gain depth. Subsequently, the physician noticed a 5mm effusion around the laa. All devices were removed from the left atrium and transesophageal echocardiography (tee) was used to monitor the effusion growth. The effusion was unchanged and hemodynamics were stable. The case was eventually aborted and the patient remained stable.